Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Ipg was recovered by an abbott representative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.